Event description:
Sales rep reported revision surgery. Reason for revision not provided. Invoice located. Doi retrieved from invoice.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2014 - medwatch report #(B)(4) states: title: xxxxx event desc: right tha (total hip arthroplasty) pain. History: 4 years post right tha which is metal on metal and 2-3 years status post left tha. She states that the right hip is worse than the left. She has a metal on metal asr hip on the right side. Her cobalt and chromium levels are elevated. Right hip MRI shows a periarticular fluid collection overlying the greater trochanter. Device usage problem: other relevant history: unique characteristics: not applicable. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.